Manufacturer narrative:
The staff had been running regular defrost cycles to prevent tank from freezing solid. The unit continued to work for the staff during this large ice block issue, so there were no issues with any cases or patients. The field service representative (fsr) verified the reported issue. The fsr defrosted the unit and found the ice sensor tubing had been pulled back into vertical section of tank mounting bracket. The fsr repositioned tubing per specifications and completed a full inspection following repair. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was making too large of an ice block. This has been an issue over the last week. The device was not changed out, as daily defrost cycles were performed to prevent the tank from freezing solid. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.